Event description:
In 2005, I was a pt at the institute of living, a psychiatric facility in hospital. After trying a few psychotropic drugs on me and offering little else for treatment, the psychiatric staff decided to give me electroshock against my will. Despite the protests from me, my parents, and a longtime friend of ours, the judge authorized the involuntary electroshock, after only about 30 minutes of deliberation. Electroshock, more commonly known by the euphemism of electroconvulsive therapy or ect, is a psychiatric treatment that involves electrocution of the pt and putting the pt into a seizure. Many psychiatrists believe it is a safe and effective treatment for mental illness, even though pt accounts of it often differ vastly from theirs. I was repeatedly electroshocked...over 15 times. My memory was damaged, but I still feel like convulsing when I remember the blurry details of the assault and torture done to me. My side effects, besides the daily terror and despair, included nocebo effect, headaches, jawaches, forgetting the names of staff and pts, and amnesia. I had intense nightmares, even though I rarely had nightmares before. At one point, in a desperate attempt to prevent more electroshock, knowing that it is dangerous to eat before sedation, I swallowed part of a napkin shortly before my next electroshock. The staff saw me eat it, but they tranquilized me and electrocuted me anyway. Afterward, I was taken to the emergency room for abnormal breathing. At another point, I became so disoriented after my latest electroshock that I fell from my wheelchair. When asked by the staff how the electroshock felt, I told them, twice, "it feels like being raped". They looked away from me, as if that was unbelievable. In the end, electroshock did not cure me. It made worse. In another desperate attempt to evade more of the treatment, I pretended to get better. Probably because of their confirmation bias about the effects of the treatment, the staff believed my false reports and released me from the hospital. But now I had posttraumatic stress disorder to add to my depression. Contemplating this unusual form of assault, and torture that I had endured, I felt desolation. Nevertheless, I felt I had to do something to help prevent this from happening to others. Involuntary psychiatric treatment often makes a person's condition worse and fuels anguish and despair of ever being cured.